Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed vent inop. The customer reported the unit was on a patient when the issue occurred. There was no patient injury or harm reported with this event.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the suspect device and replaced the gas delivery engine (gde). The device was tested and it passes all operational verification procedures (ovp). The device was returned to the customer operating to manufacturer specifications.